Event description:
We received a report that a tecnis z9002 19.5 diopter intraocular lens (iol) was explanted from a patient's right eye after he experienced unexpected myopia. The iol was replaced with an 18.0 diopter lens.

Manufacturer narrative:
The intraocular lens sample was returned to the manufacturer for evaluation. The lens was received cut in two parts and was inspected at (B)(4) microscope magnification. Visual inspection revealed that both parts of the lens has surface residuals (fiber/particles) and what appear to be viscoelastic residues. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the returned condition of the lens, the complaint type could not be confirmed. The manufacturing record review was performed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. A review of the raw material / process manufacturing instructions in the change control system did not show any change in the manufacturing method or specifications that could be related to this complaint type. The monofocal bench measurement results (inspection data) of the production order were reviewed. No deviation was reported. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.